Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that they received reprogram and check settings alarm. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that they found unexpected restart alarm and external ram error alarm in the alarm history. The customer also mentioned that they were having difficulty reading the screen. The insulin pump will not be returned for analysis.